Event description:
Reporter indicated that a vns handheld computer froze on the programming screen and would not display any parameter values. Troubleshooting was reported to be unable to resolve the event. The handheld computer and flashcard have been received, and are currently awaiting analysis.